Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 01/10/07, inratio: 1.5, lad: 4.5, mean 3.0, confidence limits: 1.8-4.2. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The inratio value was outside the confidence limits for inr testing. Products will be tested. Lot 040690 expired on 11/2005. Qc only keeps retains for 2 months after expiration. No retains for this lot are available. No further testing can be performed.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 01/10/07, inratio: 1.5, lab: 4.5 . January 10, 2007; 8:23am: inratio = 1.5, inratio = 1.5, retest with 2nd fs, lab = 4.5 within 30mins. Technical sport updated this case on 01/10/2007. Per text "her technique was checked and correct, but answering ts questions about the strips, it was found out that she has been using strip lot# 040690c with expiration date of 11/2005."